Manufacturer narrative:
Batch review performed on 30 october 2018. Lot 175353: (B)(4) items manufactured and released on 12 october 2017. Expiration date: 2022-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient came in complaining of pain, 1 year after primary surgery. The surgeon determined that the stem had subsided. The cause of the subsidence is unknown. The surgeon revised the stem and head. The surgery was completed successfully.